Event description:
It was reported that the patient experienced frequent charging of their spinal cord stimulation (scs) implantable pulse generator (ipg). It was suspected that the ipg was reaching end of life. The patient underwent a revision procedure in which the ipg was replaced. The patient has fully recovered. The explanted ipg will not be returned as it was discarded by the medical facility

Event description:
It was reported that the patient experienced frequent charging of their spinal cord stimulation (scs) implantable pulse generator (ipg). It was suspected that the ipg was reaching end of life. The patient underwent a revision procedure in which the ipg was replaced. The patient has fully recovered. The explanted ipg will not be returned as it was discarded by the medical facility.